Manufacturer narrative:
Device was returned for evaluation. Manufacturing records were reviewed no and nonconformance's were related to this lot, therefore supporting the device met material, assembly and performance specifications. Torque damage was present on the turnpike shaft. It is likely that the turnpike spiral was rotated while the nylon coil section was engaged with a calcified lesion.

Event description:
Tip unraveled. The physician replaced with micro catheter to complete procedure. No patient harm reported.